Manufacturer narrative:
Per the tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer incorrectly entered correction factor setting, leading to a low blood glucose (bg) level of 44 mg/dl which was addressed by consuming carbohydrates. Tandem technical support assisted customer in adjusting settings to meet their healthcare provider's recommendation.